Event description:
Consumer complaint of low blood results. Strips are in date. Verified customer is using proper testing technique. Performed back to back blood tests, 49 mg/dl and 50 mg/dl. Customer normally reads about 90 fasting and 2 hours after meals. Last 5 results are: 67 mg/dl on (B)(6) 2014 at 4:47 am; 62 mg/dl on (B)(6) 2014 at 8:15 pm; 70 mg/dl on (B)(6) 2014 at 3:20 pm; 108 mg/dl on (B)(6) 2014 at 8:05 am; 104 mg/dl on (B)(6) 2014 at 8:00 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had an inaccurate reference, user reused test strips, test strips had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (07/20/2014).